Manufacturer narrative:
The test cup picking assembly was returned to tosoh instrument service center (isc) for investigation. A visual inspection was performed and no damage nor defects were identified. Functional testing replaced the part on a working testbed instrument with the returned part in order to test different operating scenarios and overall performance. In addition, the functional testing checked to see if the returned part operated within its intended parameters and evaluated the durability and reliability of the part in real conditions by duplicating complaint conditions. Functional testing confirmed the reported event was due to failure of the test cup picking assembly. The most probable cause of the reported event was due to failure of the test cup picking assembly.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs. The fse was able to reproduce the error by performing an all-set-home. While troubleshooting, fse suspected the test cup picking assembly and found that it was not backing up into the home position. Then, fse replaced the test cup picking assembly and performed necessary alignments. Fse repaired and validated the analyzer by successfully performing daily check, ran quality control without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from 28sep2023 through aware date 28oct2024. There were no similar complaints identified during the search period. The aia-900 operator's manual under section 12 - flags and error messages states the following: (4151) c.trans-z home detect error. Cause: the home sensor s062 failed to be activated after the transfer y moved toward the home position. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s062 and pm061 for a possible malfunction. The most probable cause of the reported event was due to the failure of the test cup picking assembly.

Event description:
A customer reported error message ¿4151 c. Trans-z home detect¿ on the aia-900 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg) and progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.